Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
While inspecting the mbt rev prep tray in the office, it was discovered that 3 of the view plates were either cracked or completely broken.

Manufacturer narrative:
Examination of the returned mbt rev tibial view plt confirmed the reported event. The overall condition of the instrument indicates multiple usages. The instrument exhibits burnishing wear indicated of extended usage. The device exhibits a shade of yellow indicating they have been subjected to numerous decontamination procedures. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.